Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/10/2015 with the following findings: the display lens was cracked. The battery compartment was also observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display lens and battery compartment was cracked. This report is made based on results of investigation completed on 11/10/2015.